Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming upstream occlusion again. Per reporter, they had gone through everything like they did last night, and the alarm has not resolved. Reporter stated the medication reservoir was out of the carrying case and it looks completely empty. No clamps were closed, no kinks were present, and medication spike was fully inserted into medication reservoir. Per reporter, removed and replaced batteries, attempted to obtain settings while pump was powering on (continuous rate 0.6 ml/hour, and volume given 93.0 ml) and alarm returned. This event occurred at the patient's home. No patient harm/adverse event reported.